Manufacturer narrative:
Customer returned pump for alleged insulin flow blocked alarm and high bg's found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. No unexpected insulin flow blocked alarms during testing and verified pump alarmed no insulin flow blocked in the downloaded pump history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Unable to confirm high blood glucose. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Unable to confirm high blood glucose. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had high blood glucose level. The customer blood glucose was 432 mg/dl. Customer also reported symptoms like nausea, vomiting. The insulin pump was returned for analysis.